Event description:
It was reported that the device was above the parameters, the pump did not pass precision test. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The device turned on and the pump failed pressure testing and accuracy testing. The cause of the customer reported problem was the valves inlet/outlet and the motor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the motor, and valve inlet/outlet, and updated the software.